Event description:
It was reported that during an unk procedure, the device was fired and it was noted that not all of the staples had formed. A couple of the staples remained in the device but had been pushed up by the staple drivers. It was not reported how the procedure was completed.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint would not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.